Manufacturer narrative:
Add'l lot#: 2273288-014. The reported complaint was confirmed. The investigation confirmed that the applier shaft was disconnected from the proximal handle. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur.

Event description:
The facility alleges the applier won't close clips properly. It is unk when this condition occurred or if medical intervention was necessary. No add'l info is available.